Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing intermittent low voltage advisory alarms. The battery clips were noted to be dusty and dirty, so those were cleaned and no more alarms sounded in the clinic. The patient received new battery clips. There were also multiple no external power alarms due to the patient stating that they accidentally let their batteries drain all the way down. Log file review revealed that the events mainly occurred on battery power. The no external power events occurred when the white power cable was disconnected but the black power cable was still connected. Technical services noted that this could mean there was a potential issue with the backup battery in the system controller or possibly the system controller. The black power cable connector pins were all noted to be intact.

Manufacturer narrative:
Section b3: event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of low voltage and no external power alarms was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6)) was not returned. The submitted event log file contained data spanning approximately 2 days ((B)(6) 2023 per the timestamp). Throughout the log file while connected to battery power, the voltage on the black power cable fluctuated below the low voltage threshold activating multiple atypical low voltage alarms. The no external power alarms activated when the white power cable was disconnected and the black power cable voltage was fluctuating below the low voltage threshold. The alarms did not affect the controller's ability to operate the system. Provided information stated that the customer is unable to answer additional questions due to the patient being transferred to another program. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power, power cable disconnect, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.